Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection gif/cf/pcf-290 series operation edition. Gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had poor water delivery from the air/water flow system during inspection for use in a diagnostic procedure. The procedure was completed with a different device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to clogging of the nozzle, air supply volume did not meet the standard value. Due to clogging of the nozzle, water supply volume did not meet the standard value. The nozzle had foreign objects. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The suction cover had a scratch. The flexibility adjustment ring had a scratch. The protector of the universal cord on the suction connector side had a scratch. The scope connector cover unit had a scratch. The universal cord had a wrinkle. The universal cord had a scratch. The grip had a scratch. The forceps elevator, lock engagement lever had a scratch. The forceps elevator knob had a scratch. The plastic distal end cover had a scratch. The up/down knob had a scratch. Switch 1 had a scratch. The switch box had a scratch. The suction cylinder was shaved. The control unit had discoloration. The control unit had a scratch. The suction connector had a scratch. The screw in the suction connector was detached. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive on the bending section cover had a chip. Due to the wear of the angle wire, the play of up/down knob was out of the standard value. The right/left knob had a scratch. The connecting tube had a scratch. The customer reported that they cleaned, disinfected, and sterilized the device before sending for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were not abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean cloth/sponge/or brush. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.